Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The user reported an iab loop leak alarm on the device. The device was promptly replaced with another unit, preventing any personal injury. Detected the cause of equipment malfunction and order spare parts. After replacing the pim, the device passed all performance and safety tests specified by the factory and can be used clinically. Replaced pim. The equipment passed all performance and safety tests specified by the factory. Fse do not understand under what specific circumstances the gas leak recurred.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, an iab loop leak alarm on the cardiosave intra-aortic balloon pump (iabp) device. There was no patient harm or injury reported.